Event description:
The hospital reported battery failure during a case that resulted in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. The customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).